Manufacturer narrative:
The device evaluation was completed on 3/2/2021. It was reported that an 89-year-old male patient (87kg) underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. At the end of the ablation procedure, after the catheters were retracted from the patient¿s heart but still inside the patient, a drop in the blood pressure was noted. A transthoracic echo revealed the effusion. Interventional cardiology was called into the room and a pericardiocentesis was performed. Pericardial drain was put in place, removing 320 ml of blood. The patient stabilized and was transported to the intensive care unit (ICU) in stable condition. The patient fully recovered. Extended hospital stay was not required. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6)-year-old male patient ( (B)(6) kg) underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the ablation procedure, after the catheters were retracted from the patient¿s heart but still inside the patient, a drop in the blood pressure was noted. A transthoracic echo revealed the effusion. Interventional cardiology was called into the room and a pericardiocentesis was performed. Pericardial drain was put in place, removing 320 ml of blood. The patient stabilized and was transported to the intensive care unit (ICU) in stable condition. The patient fully recovered. Extended hospital stay was not required. Physician is unsure of cause of event. The physician did not indicate that bwi products were responsible for the patient event. Transeptal puncture was performed with a baylis nrg transseptal needle. There was no evidence of steam pop during the ablation. Catheter flow settings were nominal, 8/15ml. Correct catheter settings were selected on the generator. No error messages noted from bwi equipment. Visitag parameters were. 2mm max distance change, 3 seconds minimum time, and force over-time 25% with 3 grams minimum force. Respiration adjustment was used. Tags were visualized with impedance drop 0 to 5ohms.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).